Event description:
The following information was received from (B)(6) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. In 2011, the patient recovered. Dianeal therapy was ongoing. The nurse was unable to assess if the event was related the dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.